Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 600mg/dl, and she has been treated with an insulin drip. The customer stated that she was vomiting, and the cannula was bent, which lead to her admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.